Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 admin sets 20dp w/ filter y site clmp leaked from the filter near the patient during use. The following information was provided by the initial reporter: "on (B)(6) 2021 a user reported that an administration set model b2-70071-df, lot 20085018 was leaking at the filter closest to the patient. It happened on two separate occasions (second separate complaint will be sent). Operator rn. Medication entyvio. Patient involved. Patient not harmed. User is unsure of the exact date. Happened over the last couple of weeks."